Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he discovered that his infusion set cannula was broken. The patient had his health care professional inspect his site and the cannula did not appear to be in the skin. The patient's blood glucose values on the day of the broken cannula were 283 mg/dl, 303 mg/dl, 382 mg/dl, and 427 mg/dl. He mentioned that the something about his infusion set did not feel right. At some point the customer felt nauseated and he began to vomit. The patient changed his infusion set and treated via manual insulin injection. The insulin pump was not returned or replaced.